Manufacturer narrative:
Patient age and patient sex not made available the attached journal article or by the authors. The article reports that the mean patient age was 43.5 and the consisted of 18 female and 12 male patients in the study. Therefore, (B)(6) year old and female were used. Patient weight not available from the site or author. Event date is approximated. Date provided is when the journal article was accepted. Citation: youngerman be, oh jy, anbarasan d, et al. Laser ablation is effective for temporal lobe epilepsy with and without mesial temporal sclerosis if hippocampal seizure onsets are localized by stereoelectroencephalography. Epilepsia. 2018;59:595¿606. Https://doi.org/10.1111/epi.14004. The exact system information could not be determined as it was not provided. However, the system listed on this form was at the address listed in the article during the time some of the surgeries were completed. Device UDI not provided as actual product used for this study is unknown. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. Multiple attempts have been made to obtain additional information. No further information provided in the journal article or from the authors. The author could not provide any additional information or insight as he was not at the site when the surgeries were performed. No request for service have been received from the customer regarding these events. No parts have been replaced or returned to the manufacturer for evaluation. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's thermal therapy system . There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event. Device not returned by customer.

Event description:
The journal article was forwarded by a medtronic representative. Use of the thermal therapy system was reported. This is medical device report (MDR) one of two. See 1723170-2018-01652 for second MDR. The study was performed between january 2013 and december 2016 for 30 patients who underwent amygdalohippocampotomy (slah) for drug-resistant mesial temporal lobe epilepsy (mtle). All ablations were performed using the thermal therapy system. There were 18 female and 12 male patients. The median age at the time of surgery was 43.5 years. Patient no. 12 experienced a transient superior quadrantanopia (vision impairment) that resolved after 3 months. Conclusion: laser ablation similar to those with MRI-diagnosed mts. Slah may be a reasonable first-line surgical option for patients with both mts and non-mts mtle and requires further study in both populations.